Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and percutaneous lead, on (B)(6) 2010 for unilateral leg pain. It was reported that after the pt recharged her ipg, she felt overstimulation in her stomach when she turned on the stimulator. She stated that she felt an overstimulation sensation again when she turned the system off. It was reported that the pt went to the ER on (B)(6) 2011 where an x-ray showed that her lead had not migrated. Follow up on the pt found that she was reprogrammed and the issue had resolved. No further info is available at this time. No further issues have been reported from this pt.